Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there the tecnis symfony multifocal intraocular lens (model zxr00, +21.5 diopter) was explanted in a secondary surgical procedure because of a missed refraction. There was no incision enlargement, no patient injury, no surgical or medical intervention required during the procedure. Reportedly, the lens model zxr00 +19.5 diopter was implanted as a replacement. The patient was reported doing good when discharged. The account commented that the explant lens is not available for inspection. No further information was provided.